Event description:
It was reported that the user experienced an insulin delivery occlusion while using an ilet system with a contact detach infusion set (6 mm, 23 inch) that did not resolve with priming and only resolved after a full supply change. Symptoms included interrupted insulin delivery with risk for hyperglycemia. Outcomes included restored therapy after replacing the infusion set and related supplies, with no hospitalization or medical intervention. Investigation included customer service troubleshooting and user education on detaching from the body and priming until drops were observed. Investigation of this case revealed that occlusion persisted during attempted priming with no drops observed, indicating a flow blockage within the infusion set assembly that resolved upon replacement. It was concluded that the event was related to an infusion set occlusion that resolved with a supply change, and no device malfunction of the ilet controller was confirmed.